Manufacturer narrative:
The device was not returned for evaluation. The lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the heavily calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the mid left anterior descending (mlad) with heavy calcification and moderate tortuosity. The 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated twice; however, the balloon ruptured at 14 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A nc trek neo balloon was used to complete the procedure. No additional information was provided.